Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor exhibited intermittent undersensing leading to false asystole and brady episodes. After reprogramming, the device resumed normal function. No patient symptoms were reported and the patient would continue to be monitored normally.